Event description:
The customer reported the rfu indicator was displaying the battery was fully charged even though the battery was not attached to the unit.

Manufacturer narrative:
The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.